Event description:
The blue sheath detached from the white valve / sidearm during the procedure. A balloon catheter with an arterial stent attached were inside the sheath which was in the ria. Patient started bleeding from puncture site rfa. Sheath was pulled back and that is when the problem was found. The physician had to use two snares to retrieve the device. The physician placed a new sheath over a wire guide and the procedure was completed without further complications.